Event description:
The user facility reported that when weight was applied to the table and the table was raised or lowered, a jerking action resulted.

Event description:
The user facility stated the table was showing evidence of 'jerking' movements when a patient was present on it. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the table and found the following: (1) damage to several of the column shroud components and cables, (2) a worn column tilt pin, (3) a damaged hand control, (4) damaged and missing seat pivot pin covers, and (5) a damaged battery support bracket. The technician replaced the affected components and confirmed the table was operational. The table subject of the reported event is not under steris service contract and is currently serviced and maintained by hospital biomedical personnel. The table subject of the reported event was manufactured in 1996. The user facility has placed an order for replacement tables.

Manufacturer narrative:
Investigation in-process; a follow up narrative will be submitted when additional information becomes available.